Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer primed 21 units of insulin. Customer resolved issue by changing the cartridge and infusion set. Customer was successfully able to resume insulin delivery. Tandem technical support educated the customer on the potential reasons that may have caused the issue; customer acknowledged. Customer's blood glucose was 345 mg/dl.